Manufacturer narrative:
The device was received fully deployed. The soft cannula was observed to be not retracted. The nail head was observed to be within the slide insert, and the slide insert was held by the catch beam at its expected position. No damages were observed to the device that would result in the retraction of the soft cannula.

Event description:
It was reported the cannula retracted, after wearing the pod on the hip/buttocks area between 24 and 36 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 23.1 mmol/l (415.8 mg/dl). A new pod was applied as treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.